Event description:
I had a severe allergic reaction to a surgical glue, with severe pain and suffering. A complete document outlining the details along with photos; has been submitted to the FDA and other organizations. Email sent to company about injury, but not sure if it has been received or reviewed. An adhesive used by surgeon to close wound.